Manufacturer narrative:
Product complaint #: (B)(4). Batch # p56c8p. Device evaluation summary: the analysis results showed that the tl90 device arrived with no apparent damage with a reload loaded on the device. The reload was returned fully loaded with staples. The device was tested for functionality with the returned reload and it cycled, fired, and all the staples formed as intended. The device fired without any difficulties and the staples were noted to have the proper b-formed shape. Two staples were noted to be missing along to the staple line. The missing staples noted on the reload could be due to a device handling, please refer to IFU for use instruction. The event described could not be confirmed as the device opened and closed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, part of closing handle can't be locked. There were no patient consequences reported.